Event description:
According to the available information, while tensioning the sling, the static anchor detached from the mesh and remained in the patient. The mesh was removed by cutting the dynamic anchor suture. Another altis sling was successfully implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.